Event description:
During manipulation of the mapping catheter during a cryo pulmonary vein isolation procedure, it became entangled with the non-abbott ice catheter. It was not plainly obvious at first, as it attempted to retract the mapping catheter into the sheath multiple times without success. It was then noticed that manipulating the mapping catheter caused the non-abbott ice catheter to move suggesting that the two catheters were entangled. After re-advancing the mapping catheter back to the ivc-ra junction the ice probe was able to be retracted back through the splines of the mapping catheter and free up the mapping catheter. The mapping catheter was then removed from the body due to mechanical damage to the splines directly related to repeated manipulation while ensnared with the ice probe.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The splines were found bent and pellethane tubing was corrugated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement remains unknown.

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
This report includes updated device model information.

Manufacturer narrative:
UDI related data quality updates only. Additional information: b5, d4, g3, g6, h2.